Manufacturer narrative:
(B)(4). If the additional information becomes available, it will be submitted in a follow up report. (B)(4). A carefusion field service technician inspected the device and traced the problem to faulty internal balloons. Replaced balloons and performed 2000 hour preventative maintenance and dynamic displacement indicator calibration. At this time, carefusion has not received the suspect device for evaluation in carefusion's failure analysis lab.

Event description:
The customer states the 3100a ventilator unit does not pressurize at all, the humidifier was bypassed, they checked for leaks on the circuit and there are no leaks. The customer reported no patient involvement.